Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Further evaluation of the event noted that the patient had bilateral ins systems present during the event. Because of this, it was determined that information reported in previously submitted medwatch regarding high impedances, loss of stimulation, and revision did not pertain to this device system. Please see manufacturer's report # 3004209178-2013-21199 for concomitant ins system information and associated issues related to high impedances, loss of stimulation, and revision procedure.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported there was possible damage at the time of surgery. It was stated there was no patient death or injury and the patient recovered without sequelae. It was noted there were impedance changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator (ins) had impedances over 20,000 ohms on electrodes 1,2,3,4,5,6,7,11,12,13,14 and 15. Impedance testing was done. The issues will be discussed with doctor on (B)(6) 2013. The patient felt a pull at the battery site and lost stimulation on (B)(6) 2013. The patient was reprogrammed and was able to achieve some coverage of his pain but not all of the areas needed. Additional information reported indicated that high impedances had not resolved. The patient did have some therapy benefit, however, it was limited to a smaller area. A revision was planned for early summer since the patient was going back to school and he needed to wait until the semester was over. Additional information received reported the patient was brought in for revision since impedances were out. It was noted that when the battery was removed from the pocket, the doctor removed it with a tool that appeared to damage the upper portion of the unit. It was logged that the doctor "electively decided" to replace the sensor battery. It was reported the impedances were checked with a multi lead trialing cable and were within normal range. It was reported the doctor assumed that the leads were pulled from battery ports somehow in the prior few months. It was logged the leads were connected properly and screwed into place. It was noted the impedances were checked again and found to be within normal range. It was logged the patient was programmed postop and received great coverage. It was noted that the old battery would be returned for diagnostics.